Event description:
Reported via clinical study. It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient presented for a routine follow up and imaging revealed the patient had a 6.24mm leak. No intervention was required or performed. There were no patient complications reported.